Manufacturer narrative:
Additional product codes: erl, hbe, hwe device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation, as it was reportedly discarded by the facility. (B)(6) without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported that the saw blade broke in half during a c7-t8 laminoplasty on (B)(6) 2017. During the osteotomy of the lamina, the saw blade broke in half in the patient. The broken fragment was retrieved. The procedure as completed with another saw blade with no delay to the procedure. There was no harm done to the patient; the condition of the patient after surgery was reported as stable. Concomitant device reported: piezo drill (part unknown, lot unknown, quantity 1). This is report 1 of 1 for (B)(4).